Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the unspecified vessel, the non-abbott guide wire was positioned in the vessel. The supera stent delivery system (sds) after device preparation was being inserted and advanced outside the anatomy on the non-abbott guide wire, but met resistance. The physician lubricated the guide wire but the resistance continued. While outside the anatomy the supera tip broke [separated] and the device could not be removed. The sds, tip and guide wire were removed together. A different non-abbott guide wire and non-abbott stent were used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned product. The reported difficulties were confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.